Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump exhibited a continuous alarm.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed no labels removed and in good condition, but screen scratched. During functional testing, the reported complaint was duplicated. Attempted to power up the device and when batteries were inserted, the device immediately alarmed with a blank screen. Root cause was the circuit board. Circuit board was replaced.

Event description:
Additional information was provided that there was no patient incident. The problem was found during testing.